Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient presented with an aortic neck angle of approximately 55 degrees. The physician successfully implanted a bifurcated device and two proximal cuffs in 2006. During a follow up visit, patient complained of back pain, a type I endoleak was noted. The physician placed a palmaz stent to resolve the endoleak and patient is doing well.